Event description:
An electronic report has been received from a hemodialysis user facility. The nurse reported "upon completion of access flow test, arterial line broke off from disk of access flow line." The facility was contacted for additional information where it has been learned that this event occurred during the first 30min of dialysis. At the time of event, the machine was stopped while the rn was placing the dial back into position for the remainder of the dialysis treatment. This event occurred after the access flow test had been performed. The ebl was 250 ml. The patient was able to be re-started on dialysis with a new treatment set, and completed treatment and was then discharged to home. Labs were obtained and results were within normal limits. The facility did not save the sample.